Event description:
It was reported that during an unknown video assisted thoracoscopic (vats) procedure, there was an incomplete staple line. Sutured by hand was used to complete the procedure. There were no adverse consequences for the patient. One device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: device was fired on lung tissue with a blue cartridge. The issue occurred on the first firing of the device so there was no firing near to or across a staple line. The patient is fine. There were no negative consequences for the patient.